Manufacturer narrative:
During inspection and testing of the device, service found that due to the clogged nozzle, the air channel volume, water flow, and water removal do not meet product specifications. Service concluded that the black rubber-like material did not originate from the olympus device. In addition, service found the bending angulation was out of specification. The left/right and up/down angle controls, and the side cover were stained. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was low water flow through the subject device, which was found during maintenance of the device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign debris (black rubber-like material) was observed protruding from the air/water nozzle. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a piece of injection tube or silicone rubber product or the like entering into the channel and clogging in the nozzle. In order to prevent recurring of the suggested event, it is recommended that the user handle the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.